Event description:
A customer reported that unexpected negative reactivity was obtained on galileo echo (B)(4) with a patient sample with a history of having anti-d.

Manufacturer narrative:
A review of the image files for initial testing on echo (B)(4) showed that negative reactions were reported. Visually, reactions appeared positive for cells 1 and 2 which are positive for the d antigen. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.